Manufacturer narrative:
The event occurred in (B)(6). Medwatch with identifier (B)(6) is for compact plus system, medwatch with identifier (B)(6) is for aviva nano system.

Event description:
Caller reported symptoms of hypoglycemia, blood glucose results of 9.2 mmol/l on aviva nano system, 3.1 mmol/l on compact plus system within 10 minutes. Customer self-treated with food, retest result 15 minutes later with the compact plus system was 4.2 mmol/l. Reported no adverse event. A request was made for the return of the meter and strips.